Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During remote follow-up, several episodes of inappropriate automatic mode switching (ams) were observed. The ams episodes were found to be from the av delay being too long. The device was reprogrammed . The patient is in stable condition.